Event description:
The pt received a scs system on (B)(6) 2006. It was reported that the pt had lost stimulation and could not turn the stimulation up to any perception level. All impedances were invalid and there was a visible lead fracture. F/u with the doctor indicated that he will replace the lead at a later date. No other info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.